Event description:
It was reported that during surgery, impactor broke down during surgery. The breakdown occurred outside the patient's body. There was no device fragments, so they do not fall into the patient's body. Impactor from another kit was used. There was no delay. The patient was not injured.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the device confirms that the impactor body has fractured. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. The device was manufactured in 2018. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.